Manufacturer narrative:
(B)(4). Date of event: only event year known: 2020. Batch # u5d00y. (B)(4). Lot number of the cartridge initially present inside: u5d00y. Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cr40g reload was received with no apparent. The reload was received fully loaded with staples, with the washer uncut, with the drivers, and with the knife recess below the reload deck. The retaining pin was not connected to the coupler. The reload was tested for functionality with a test device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. It should be noted that product failure is multifactorial. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The following information was requested, but not available: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
The device did not work with the cartridge initially present inside. After the cartridge replacement, the device worked. Procedure: unknown.